Event description:
Unomedical reference number (B)(4). Event occurred in australia, on (B)(6) 2024, it was reported that patient report high blood glucose and at the time of incident the blood glucose level was 12 mmol/l and at the time of call it is 7 mmol/l. The patient also admitted and got health related issue to high blood glucose diabetic ketoacidosis and coma. The length of hospitalization is 30 minutes. No further information available.

Manufacturer narrative:
E1: (B)(6). Patient country: australia.